Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was damaged, the lens was damaged and the downstream occlusion sensor seal was bubble and loose. Review of the event history log showed the pump displayed an occurrence of "system fault 41541." Functional testing involved powering up the pump and functional testing. During the investigation the reported problem was not able to be duplicated. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed. Additional information was received indicating there was no patient involvement; the issue was found during testing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited high alarm and a red screen. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.